Event description:
Over the course of the last year and a half, 17% of the nibp(non-invasive blood pressure) in our philips x3 patient modules have failed due to excess leaking internally. This is a new install of philips monitoring at our three rivers medical center. We installed at a secondary location several months later and have not experienced the same failures. We have engaged philips and they are evaluating to determine the root cause of the failures.

Event description:
Additional information received from reporter on 10/21/2024 for mw5158248. Access number: mw5158248. We are continuing to have issues with our nibp in the philips x3. We are getting intermittent low diastolic readings. When we test the x3 that have the low reading we are finding that they are failing the leak test. We are taking manual nibp (non-invasive blood pressure) for any suspected low readings. Since our initial report philips has been onsite and evaluated the situation. Their reported stated that they found debris in some of our failed nibp pumps and stated they believe it is coming from the 3rd party cuffs we use. We use them at all 3 of our facilities and (B)(6) medical center is the only one with these issues. Since philips was on site 4 weeks ago we have had several more nibp pump failures. Last week when we went to repair one that failed we found all of the new pumps we had ordered from philips had debris in them. We informed philips and they have escalated up to their business unit. They are currently working to get us additional parts. Since 6/14/2024 we have ordered 18 new nibp pumps due to pump failure at a cost of (B)(6). The install of the philips monitors at this facility occurred about 1.7 years ago. The failure rate we are seeing for these x3 is above 20% since install. At our other 2 facilities we have a failure rate in the x3 of less than 1%.